Event description:
The customer reported the ventilator did not switch over to backup battery and alarmed upon loss of ac power during a power outage. The customer reported the ventilator was in use on a patient and there was no patient harm. Review of the ventilator diagnostic log history noted that when the ventilator was powered on by the user, it displayed a message 'backup battery not connected', indicating to the user that the backup battery in place for backup power had a low capacity for use. The manufacturer's field service technician reported the backup battery was depleted and required replacement. The customer declined to have the service technician replace the battery as recommended. This event is being reported as a user error.